Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one monopty disposable core biopsy instrument was returned for evaluation. During visual evaluation, the sample appeared to be clean, and the device was returned in their initial position. Upon functional testing, the device is functionally tested by cocking and firing the device 20 times into an apple for a total of 20 tests. The device was able to prime and fire. When priming the device for the 7th, 9th and 11th test the cannula self-activated and the stylet remained primed. The actuator trigger was then pressed, and the stylet fired. Then the device was disassembled, and the internal parts were inspected. It was noted that the stylet hub was from cavity 1 and the cannula hub was from cavity 1. Upon dimensional evaluation, the cannula outer tang width and stylet outer tang width was not within the acceptable range. Therefore, the investigation is inconclusive for the reported failure to prime, as priming attempts were not successfully completed due to the self-activation. However, the investigation is confirmed for the identified self-activation, as the device self-activated while priming. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 12/2022.

Event description:
It was reported that prior to a kidney biopsy procedure, the device allegedly failed to prime. There was no patient contact.